Event description:
During a remote follow-up, episodes of oversensing and r-wave amplitude variation were observed on the right ventricular (rv) lead. Technical support was contacted and recommended an in clinic follow up for further investigation. No intervention has been performed at this time and the patient was in stable condition.